Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the patient's intraocular pressure became unstable and irrigation failure occurred during the procedure. The product was replaced and the procedure was complete there was no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed. This is the third complaint for the finished goods lot; however, this is the second complaint for this issue for this lot. The device history review (DHR) shows the product was released per specifications. A wet sample was returned and six unopened samples. The wet sample and two of the six unopened samples were selected for testing. The returned wet sample was visually inspected and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated constellation console representing the current software version was used to test the sample. The sample could prime, tune, and pass intraocular pressure (iop) calibration successfully. The infusion, irrigation, and aspiration pressure were measured at multiple set points and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. The sample was able to pass all functional and performance testing. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The sample met specifications. Two of the six unopened samples were tested. Both unopened samples were visually inspected and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated constellation console representing the current software version was used to test the sample. The balls in the drip chambers' check valves moved freely per specification. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probes and the console. When the f/ax control was on, only air was introduced from the cassette to the infusion cannula line at four time testing on fluid / air exchange mode. The samples could prime and pass iop calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the bss bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned samples functioned per specifications. Irrigation was functionally tested, measured and found to be conforming. In addition, iop was measured and observed to be stable throughout performance testing. After an investigation of this complaint, it has been determined that the samples functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).